Manufacturer narrative:
A button error alarmed due to corroded keypad trace on the insulin pump. There was no moisture damage found on the electronic assembly and the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 88 mg/dl. Customer stated that she was by the pool but the pump didn't get wet. Customer found some condensation on of the bottoms while she was waiting. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.